Manufacturer narrative:
H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Upon visual inspection, a skewed scale was observed. Potential root cause for the skewed scale defect is associated with the marking process. A device history record review was completed for provided lot number 1287380. All visual inspections were performed as per requirement with print defects found during the manufacture of this batch.

Event description:
It was reported that the bd syringe luer-lok¿ tip had skewed scale markings and missing number indications. The following information was provided by the initial reporter: "complaint for a 10ml syringe (from bd material 309605, lot 1287380) which had skewed markings and was missing number indications."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had skewed scale markings and missing number indications. The following information was provided by the initial reporter: "complaint for a 10ml syringe (from bd material 309605, lot 1287380) which had skewed markings and was missing number indications."